Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and confirmed the customer reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the two backlight inverters, and uploaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator lower display was unreadable. There is no information regarding patient involvement. Additional information was requested.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.